Manufacturer narrative:
Manufacturing and distribution of this product line has been discontinued and the manufacturing date of this product shows it is beyond its useful life. Since the product exceeded its useful life, it is determined to have met specification from manufacture through its intended lifespan. No design, manufacturing, or labeling mitigations are required/possible due to the manufacturing and distribution of this product line being discontinued. Such products have had significant time in the field to provide the feedback on failure modes and associated mitigations applicable to that product which are considered and integrated into the mitigations for similar future product. To date, product has not been returned for further investigation. The useful life of xceed meter is 4 years. As the manufacturing date of this product is before 2010, it has been in distribution beyond its useful life at the time of the complaint 15-mar-24. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with retained test strips. Visual inspection was performed on returned meter and no issues were observed. Meter did not power on with button depression, test strip insertion or cal bar insertion . The meter was further de-cased and internal visual inspection was performed. No issues were observed an extended investigation has been performed. A visual inspection has been performed on the returned meter. One prong of the negative battery contact was observed to be bent up. The battery poles were shorted when a battery was inserted meaning the meter will not be able to turn on. The battery was bent to contact back in position and inserted a retain battery. The meter was powered on with button depression and strip insertion. Readings were present in the log which indicates this was not an out the box failure. Therefore, issue is not confirmed to use due to user damaging battery contact during use. All pertinent information available to abbott diabetes care has been submitted.